Manufacturer narrative:
Per the user guide: taking medications with acetaminophen (such as tylenol) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 77 mg/dl, and the meter bg reading was 125 mg/dl. No additional patient or event information was available. Reportedly, customer was taking acetaminophen and tandem technical support informed customer that this may impact the readings.